Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the curved needle solidified in the body. When the surgeon tried to pull it out, the purple t on the curved needle broke off. The surgeon then tried to use instrumentation to remove the curved needle and it would not loosen up. The surgeon tried to pull by the cannula and the cannula came out of the body but the curved needle could not be pulled out. Due to this, the patient was transferred to the or and the neurosurgeon used instrumentation to break the needle off flush with the pedicle. The curved needle was left in the body. No additional cement was used. There were no extravasations. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.